Event description:
It was reported that during the implant attempt the new left ventricular (lv) lead was unstable and dislodged. The lead was not used and a new lv and quadripolar system was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the 419678 lead wsa returned for analysis and no anomalies were found. (B)(4).